Manufacturer narrative:
The device was included in the mid-life display of replacement indicators advisory and appeared to be exhibiting that behavior. No adverse patient effects were reported. The device was explanted the following week and was replaced with another boston scientific ICD. It was noted that the patient requested and was given the explanted device to take home. As the device will not be returned, clinical observations cannot be confirmed.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared end of life (eol) battery status in (B)(6) 2010. The monitoring voltage had been 2.56v with a charge time of 37.4 seconds. The patient performed the first remote interrogation in (B)(6) 2010; a red alert had been issued for the declaration of eol. It was noted in latitude that elective replacement indicator (eri) battery status had been declared in (B)(6) 2009.